Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the ventilator alarmed circuit occlusion and stopped ventilating. This reported issue occurred while on a patient and the customer described the patient was having agitation, anxiety, polypnea, profuse sweating and signs of hypercapnia.